Event description:
The customer reported the sensor works intermittently and that there are no folds or creases to the sensor. The customer reported that they tested the alarm and it is functioning properly. The customer reported that this was discovered during use with a pt but did not provide the date when this was found. There was no pt incident or injury reported.

Manufacturer narrative:
The product has been requested to be returned but has not been received. (B)(4).